Event description:
Problem with a medical device: phlebotomy blood draw needle, cover of needle is melted or damaged by what appears to be heated to the melting point, needle shaft has particles along the needle shaft, probable plastic from the needle cover.